Event description:
It was reported that the patient underwent an initial knee surgery. Approximately 2 years later, the patient reported that they were experiencing pain and x-rays showed evidence of loosening. Subsequently, the patient was revised. During the revision procedure, the tibia was notably loose on the medial side with no ingrowth around the medial peg. The implant was removed and a new tibial component and poly were placed. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10 : 65595201602 - cruciate retaining cr-flex femoral component porous uncemented size f right with calcicoatâ® ceramic coating sterile product do not resterilize - 64128164 00595204010 - articular surface use with plate 5,6 size green/c-h 10 mm height - 65125929 g2 : foreign country : australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. Visual examination of the provided pictures identified an explanted tibial plate with foreign material on it and the pegs are fractured off the body of the device. As the device was not returned further evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is thin radiolucency along the tibial implant and subsequent subsidence as noted consistent with implant loosening. Bone quality appears mildly osteopenic. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.